Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer¿s insulin pump was dead after alarming to change battery. Customer¿s blood glucose was 9.8 mmol/l. Customer stated that display did not returned after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.